Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine follow-up, trend data for pacing impedance and battery data was missing. St. Jude medical representative explained that the issue should be resolved with re-interrogation.